Event description:
International affiliate reports the surgeon was burned by the bipolar forcep while using the device during a procedure. Affiliate has no information regarding surgeon's condition or treatment administered.